Manufacturer narrative:
Investigation results: a lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The hemopro 2 device was returned to the factory for evaluation. It showed signs of usage and evidence of blood. A visual inspection did not identify any nonconformance that may have contributed to the reported event. A pre-cautery test was performed on the hemopro 2 using the extension cable that it was returned with and a reference power supply. The device did not activate when the toggle was depressed. The test was performed again using a reference extension cable. The device passed the pre-cautery test, as it produced steam and heat during several activations and shut off when the toggle was released. A functional test was performed to evaluate the safety shut-down mechanism. The device performed according to specifications. The device was tested for resistance, temperature, and jaw force, and met all specifications. Based on the evaluation results, the reported complaint that the device "stopped working" could not be confirmed. Please refer to the related medwatch 2242352-2012-00577 for the cable that was returned with the device. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro 2 device stopped working. A replacement device was opened, but it still did not work. The hemopro 2 extension cable was switched out and the second device functioned properly with the new cord. The hospital did not report any patient effects.